Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units of insulin. The customer reported blood glucose (bg) level was impacted; however, the value was unknown due to not testing. The customer delivered a correction bolus to address bg level. The customer was able to reload the cartridge successfully and received an accurate fill estimate.